Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2001 patient received a right primary tka due to end-stage arthrosis of the right knee. Concurrently the patient received left knee arthroscopy with partial medial meniscectomy. Patellar resurfacing was performed. It is noted that surgeon¿s discretion was to resect any overhanging bone of the posterior condyles, tibial and posterior compartment to achieve proper sizing and optimal range of motion. No complications. Cement manufacturer not identified. On (B)(6) 2005 patient received a right knee revision due to loose tibial tray with subsidence into varus. Intraoperatively, surgeon notes significant synovitis. Upon removal of the tray, cement had come out attached to posterior part of tray, and anteriorly the cement remained on tibia. Cement was removed in pieces. Surgeon notes lysis in tibia both medially and laterally. Surgeon implanted rotating platform tray, 60 mm cemented stem extension and medial and lateral 15 mm steps, and 12.5 mm insert. Also noted was tibial medial ¿defect¿ which was filled with freeze-dried cancellous chips and packed into the ¿contained medial defect.¿ femoral and patella components were well fixed and left in situ. Operative notes report this procedure utilized ¿smart set endurance cement with gentamicin three batches.¿ doi: (B)(6) 2001. Dor: (B)(6) 2005. Right knee.